Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system got a concomitant system implanted. The s-ICD system exhibited undersensing and low and abnormal amplitudes. Technical services (ts) was contacted and there was a mention of needing to do interaction testing; therefore, therapy was turned off to avoid possible oversensing. This s-ICD remains in service. No additional adverse patient effects were reported.